Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone all that they experienced low blood glucose of 50mg/dl which was treated with juice. Customer declined troubleshoot for low blood glucose. Insulin pump will be return for analysis.